Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine, during the initial drain. The technical services representative (tsr) spoke to the caregiver (cg) and assisted in clearing the alarm. During troubleshooting, an incomplete prime was noted. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. A closed clamp is a use error that will lead to an incomplete prime, which is a known cause of a system error 2240 alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. The guide instructs the user that if the fluid level is not near the connector, re-prime the patient line. The guide provides step-by-step instructions for properly re- priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.